Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose. Customer¿s blood glucose reading at the time of the incident was 526 mg/dl. Customers blood glucose reading at the time of call was 596 mg/dl. Customer used auto mode. Customer experienced symptoms such as nausea, thirst, fatigue and cotton mouth. Customer was treated with insulin pump. Troubleshooting was performed, customer will continue the use of device. No further customer complications were reported.